Event description:
It was reported, "cement went hard in 6-7 minutes when it normally goes off in 10 minutes. Storage temp was normal as was theatre temperature. Experienced nurse mixed and mixed in recommended method."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.